Manufacturer narrative:
Additional information received; per the physician it was thought the fracture occurred between the tapered tip and delivery system, possibly corrosion or another problem. It was confirmed there were no difficulties in deploying the stent graft and the case went smoothly. The patient recovered slowly following the procedure, it was stated the patient had delirium, g-I bleeding that is now resolved and an ileus. There were no cardiopulmonary complications and no renal insufficiency. Film evaluation summary: the images returned from the account show the front end of the device with the taper tip detached. The device had been used in vivo and stent graft was not loaded. The images also show an explanted stent graft system with a detached taper tip protruding from the proximal end of the bifurcate. The reported ¿detached (in vivo)¿ can be confirmed through analysis of the images provided. Conclusion the reported delivery system detachment was confirmed on the films provided; however, the cause of the event could not be determined. Additional procedural angiogram showing full deployment of the device were not received for a thorough analysis of the event. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm . It was reported that during the index procedure, after deploying the stent graft (etbf2316c166), the inner cannula of the delivery system fractured. The physician performed an open surgery to remove the stent graft and the distal portion of the fractured delivery system which was stuck in the stent  graft. No cause of the event was provided. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: the delivery system was returned. The detached taper tip returned snagged on a snare device inside the explanted graft system. The e xternal slider was in the home position with the back-end thumb wheel in the partially forward position. The delivery system was curved. There was no abnormality observed to the hypotube collar. There was no deformation visible to the detached taper tip surface. There was no deformation observed to the sleeve. The taper tip was dissected longitudinally. Visual inspection confirmed the hypotube collar had been positioned proximally close to the proximal end of the taper tip reducing the mechanical fixation. The void formed by the collar during the moulding process was visibly shorter on the complaint unit then that visible on the controlled unit. The taper tip back-end hypotube was positioned more proximal then that of the controlled unit confirming incorrect positioning in the tip. The reported detachment was confirmed through analysis. The endurant graft system returned with a section of a snare device and the detached taper tip within the graft. The taper tip was removed for analysis. There was no deformation observed to the graft system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continued from h9: 3005364322-01-06-2022-001-r. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.